Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a recurring button error alarm. The customer reported that the alarm began about two weeks prior to the call after being kept in her bra. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.